Manufacturer narrative:
Follow-up #1 date of submission 02/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned for investigation. Investigation revealed that there was contamination found on the force sensor. The force sensor was also found to be out of calibration. There were no large prime volumes noted in pump history. The rewind, prime and load steps were successfully performed on the pump with no issues noted. Unrelated to the complaint, the display screen was found to be discolored and faded which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found on the force sensor. The force sensor was also found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.